Event description:
Insulation portion of probe broke in two pieces while in shoulder joint. Both pieces were removed without any pt injury and surgeon was satisfied with result. FDA safety report ID # (B)(4).